Event description:
It was reported the stapler was used during a laparoscopic nissen. The first 2-3 clips clips scissored and were malformed. The case was completed with the same device after the first few clips failed. There was no further patient consequence.